Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a transfemoral tavr procedure with a 29mm sapien 3 valve, no contrast travelled to the 29mm commander delivery system balloon during deployment. The inflation device emptied, but no initial contrast showed a balloon rupture. Blood was seen in the syringe when the inflation plunger was pulled back. The valve, system and sheath were removed and a second 29mm sapien 3 valve was prepared and delivered successfully. At the end of the procedure, it was noticed that the first delivery system had a small tear in the proximal portion of the balloon, which was thought to have possibly occurred during valve alignment. The patient did not experience any injuries.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery of the patient's anatomy was provided, and the following was observed: abdominal aorta appears to be normal and straight with some calcification, tortuosity present in the access vessels. Imagery and video of the device were provided, and the following was observed: blood inside balloon indicates fluid pathway has been compromised, balloon leakage observed near I/c bond area. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon leak was confirmed based on the evaluation of the provided imagery. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. In this case, as there were no reported valve alignment difficulties and the provided imagery revealed a normal and straight aorta, a definitive root cause was unable to be determined for balloon leakage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. H3 other text : device was not returned to the manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the preliminary pre-decontamination observations of the returned device. The device was received with stylet inserted through nosecone with valve crimped on the inflation balloon, with blood inside the balloon. Engineering team was unable to expand and remove valve from inflation balloon due to a tear at the inflation/crimp (ic) balloon bond on the delivery system. The following sections of this report have been updated: corrected d9, corrected h6 device code, additional code added to h6 type of investigation, code "4114 - device not returned" removed from h6 type of investigation. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 investigation findings, corrected h6 investigation conclusions, additional information added to h11. The device was returned to edwards lifesciences for evaluation. The returned device was visually evaluated, and the following was observed: blood inside the balloon indicates fluid pathway has been compromised. Tear at the ic bond. Partial delamination of the sheath liner near the distal end of the sheath. Liner bunched proximally. Dimensional testing was performed. Double-wall thickness measurements of the crimp balloon were taken, and the measured component was within specifications. Due to the nature of the event, functional testing was unable to be performed. Imagery was provided for review and the following was observed: abdominal aorta appears to be normal and straight with some calcification. Tortuosity present in the access vessels. The torn delivery system balloon was confirmed based on evaluation of the returned product and the provided imagery. Product evaluation showed that the balloon was torn at the I/c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a previous product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. As the customer stated that they were not able to deploy the valve, it is possible that the balloon tear may have occurred during valve alignment. However, there was no difficulty noted during valve alignment and valve alignment was performed in a relatively straight section of the anatomy. From imagery review, descending aorta appears to be normal and straight with some calcification. While a definitive root cause was unknown, it is possible that procedural factors (high alignment forces) may have contributed to the tearing of the balloon. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A pra was previously initiated to investigate the cause and assess the risks associated with delivery system balloon tears. To address the issue, a corrective action preventative action (CAPA) was previously was initiated to drive corrective actions.